Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) due to fractured right atrial (ra) lead. The ra lead exhibited high out-of-range pacing impedance and oversensing which was tracked in the right ventricular (rv) with premature ventricular pacing thus induced vf. The device did successfully convert the vf with shock therapy. Subsequently, the device was reprogrammed to turn off therapy of the ra lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) due to fractured right atrial (ra) lead. The ra lead exhibited high out-of-range pacing impedance and oversensing which was tracked in the right ventricular (rv) with premature ventricular pacing (vp) thus induced vf. The device did successfully convert the vf with shock therapy. Subsequently, the device was reprogrammed to turn off therapy of the ra lead. Boston scientific technical services (ts) was contacted again recently to review system data. It was discussed that noise on the ra lead led to vp in the vulnerable period, thus kicking off vf and that patient factors may also have contributed to the recurrent arrhythmias. At this time, the system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.